Event description:
The report received from the patient/initial reporter indicated that six (6) hours after the index procedure after cypher 2.5 x 23 mm stent placement, but patient experienced a heart attack (myocardial infarction-mi). The patient was taken back to the cath lab and had an additional cypher 3.0 x 13 mm stent implanted. Six (6) days after the index procedure, the patient experienced another heart attack and sub acute thrombosis (sat), and was admitted to a different hospital in another city/state. The sat was treated by percutaneous transluminal coronary angioplasty (ptca). Approximately six (6) months after the index procedure, the patient was admitted with symptoms of congestive heart failure (chf). Approximately one year and twelve days after the index procedure, the patient was again admitted to the hospital with symptoms of chf.

Manufacturer narrative:
Additional information obtained indicated that both cypher stents were implanted in the circumflex coronary artery. The first stent implanted was reported to have thrombosed-acute thrombosis-approximately six hours after the initial stent placement (adverse event #1). Adverse event (ae) #2: six days after the index procedure, the patient had a mi. The patient was taken to the cath lab and was told that there was no thrombus/clot present in the previously implanted stents. The physician stated that there probably was a thrombus but that it had disappeared by that time. Ptca was done. Ae#3: approximately six months after the index procedure, the patient was re-admitted with chf. No intervention was done. The patient was discharged after three days. Medical treatment for the chf was done. The patient did not know what her ejection fraction (ef) was when asked. Ae#4: approximately one year after the index procedure, the patient was again admitted with chf. The patient was discharged after two days and continues to be treated medically for the chf. No intervention was done. No additional information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Rpt #3003742446-2007-00127.